Event description:
Event description boston scientific received information that during a replacement procedure, this implantable cardioverter defibrillator (ICD) displayed an elevated pacing threshold and an elevated, out of range, pacing impedance measurement exhibited by this right ventricular (rv) lead. Additional information was provided there were no clinical observations related to these measurements, and no reported adverse patient effects.